Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a as lvp 20d dehp 2ss cv had kinked tubing and was clogged/blocked during use. The following was reported by the initial reporter: "it was reported that the tubing was closed off due to crimping below the fill chamber. Verbatim: IV tubing found to be closed off due to crimp in tubing below fill chamber which looks to be factory defect. FDA safety report ID# (B)(4)"